Event description:
It was reported that the workstation exhibited a wheel that was starting to break apart. The issue occurred after an unspecified procedure. The intended procedure was completing using the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to wear and tear accrued during the life of the unit. It was not possible to obtain the item involved. Olympus will continue to monitor field performance for this device.